Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and the prefyx pps system was implanted, although there are no medical records for this procedure. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a removal of extruded portion of mesh on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent suburethral sling insertion on (B)(6) 2008 by dr. (B)(6) at the (B)(6) center for recurrent stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.